Event description:
The disposable loading unit was used with a auto suture multifire endo hernia disposable stapler during a laparoscopic hernia repair procedure. Reportedly, the cartridge disengaged into the patient's cavity. The surgeon was unable to retrieve all the components.